Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
The serial number has been updated in section d4.